Event description:
It was reported that the customer's sensor had a bent needle. The customer inserted another sensor, the sensor would not connect and then the customer pulled out the sensor, finding that the cannula was bent. The customer described that it hurt a lot in regards to the sensor issues. The customer's blood glucose was 240 mg/dl. Troubleshooting was done. Confirmed that the needle was still attached to the sensors. Advised to return the sensors. Advised that replacement sensors would be sent. Advised to call back in order to troubleshoot if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.